Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 010000996 g7 screw 6.5mm x15mm lot# 6596540. Catalog# 010000996 g7 screw 6.5mm x15mm lot# 6596540. Catalog# 51-106160 tprlc 133 mp type1 pps so 16.0 lot# 6594554. Catalog# 51-145120 tprlc xr mp t1 pps 12x109mm lot# 6561974. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04635, 0001825034-2019-04636, 0001825034-2019-04637, 0001825034-2019-04648.

Event description:
It was reported that debris in the sterile packaging was observed during incoming inspection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI#: (B)(4). The event was confirmed with product received. Upon visual inspection, white debris from foam damage was found inside the returned devices. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product with debris caused by foam damage when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely to be due to transit damage causing the foam to shed. A corrective action for the damaged foam was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.